Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid-to distal right coronary artery (rca). A 3.50 x 24mm synergy drug-eluting stent was advanced to the lesion but it was unable to cross due to severe calcification. When it was tried to insert for several attempts, it was noted that the stent struts were lifted while being mounted on the delivery system. The procedure was completed with another 3.50x24mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. An examination of the crimped stent revealed proximal stent damage. Proximal strut segments 1-3 were damaged and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed a kink at approximately 320mm distal from the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid-to distal right coronary artery (rca). A 3.50 x 24mm synergy¿ drug-eluting stent was advanced to the lesion but it was unable to cross due to severe calcification. When it was tried to insert for several attempts, it was noted that the stent struts were lifted while being mounted on the delivery system. The procedure was completed with another 3.50x24mm synergy stent. No patient complications were reported.